Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 421 mg/dl. The customer stated that the insulin pump was damaged. There was crack on back of battery compartment. The troubleshooting was performed for the damage and not mentioned for high blood glucose. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The product will be returned for analysis.